Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No complaint received with return of device. Conclusion: failure observed during analysis. Final analysis of the partially returned lead found an insulation abrasion at 6.7 cm to 7.1 cm from the proximal end. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).